Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: n/I. Batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced nausea, vomiting, and painful shocking sensations in their back. A computerized tomography (CT) scan was done which revealed that the patient had multiple thoracolumbar fractures in the spine. The patient underwent an explant procedure during which the implantable pulse generator (ipg) and paddle lead were explanted. There were no reported patient complications postoperatively. No further information was able to be obtained.